Event description:
It was reported that the patient had their artificial urinary sphincter (aus) removed due to erosion. When the patient was admitted to the ER they placed a catheter but since the cuff was closed, this caused urethral damage and erosion. The aus system was removed and the patient was implanted with a new device several months later. There were no further patient complications reported.

Manufacturer narrative:
Based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with emergency catheter placement procedures and is noted as such in the ams800 instructions for use.